Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the hospital for a post-implant device check with post-paced t-wave over-sensing from their implantable cardioverter defibrillator. Programming changes were immediately made to address the issue. No patient symptoms were reported. Patient was recovering after the event.

Event description:
New information received notes that patient was asymptomatic and stable after the event.